Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 686mg/dl. It was stated that the customer did not check her glucose level the night before and she started throwing up in the morning. The mother stated they disconnected the insulin pump while staying in the hospital, but when they put it back, her blood glucose went up. Troubleshooting was declined as customer believes that the insulin pump is working fine. No further information was provided.